Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. However, the company did initiate a broader investigation of reported fusarium keratitis events that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to reported fusarium keratitis, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product evaluated met release sterility criteria. Where product retain sample testing was completed all chemicaland biocidal performance criteria were effective against microbial challenges as required.

Event description:
A report was rec'd via the FDA medwatch medical products reporting program dated 09/21/2006. Consumer reports use of renu with moistureloc multi-purpose solution from (B)(6) 2003 to (B)(6) 2004 (note: solution was not mfg during this time frame). Event began with consumer experiencing pain. She was seen by a physician the following day and was treated as an outpatient for 5 days - symptoms included blurry vision, pain, redness and sensitivity to light. Diagnosis of fungal infection. Consumer reports loss of vision in left eye. No medical documentation is available. (B)(4).